Manufacturer narrative:
Medwatch sent to FDA on 10/02/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "tindell blue color in the cheeks, hemosiderin staining under the eyes, lumps in the injection sites, tiny bit of necrosis, hematomas, pain, wrinkling on the right side, blurry and shadow vision, that the area scarred and healed," "felt sick," vomiting, "passed out," anxiety, and "paranoia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Symptoms of vascular occlusion and embolization include pain that is disproportionate to the procedure or remote to the injection site, immediate blanching that extends beyond the injected area and that may represent vascular tributary distribution, and color changes that reflect ischemic tissue such as a dusky or reticular appearance." ¿ "as with all dermal filler procedures, juvéderm voluma® xc should not be used in vascular rich areas. Use in these areas, such as glabella and nose, has resulted in cases of vascular embolization and symptoms consistent with ocular vessel occlusion, such as blindness." Precautions: ¿ "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery." Intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿

Event description:
Patient reported to a representative from another company that after injection with an unknown amount of syringes of juvederm voluma xc in the "upper cheeks, under the eyes, and the nasolabial folds," the patient experienced "tindell blue color in the cheeks, hemosiderin staining under the eyes, lumps in the injection sites, tiny bit of necrosis, hematomas, pain, wrinkling on the right side, blurry and shadow vision, and that the area scarred and healed." The events were noticed on the day of injection. Additionally, "the patient felt sick after leaving the office, had to pull over, then vomited and passed out in the back seat." When the patient woke up, she experienced anxiety, and felt she had done "something wrong" as her vehicle was in the middle of the street. Patient went to the doctor later on that day, and was told by an unknown doctor, that they had "paranoia". Patient was instructed by the injector to apply a heat pack and ice to the area as treatment on the day of injection. Patient was also given "topical lidocaine" and radiesse concomitantly during the juvederm voluma xc injection. Three weeks later, the patient was told by an unknown optometrist that they had an allergic reaction to the topical lidocaine, and that "they should of gotten oxygen right away," and concluded there was no long term damage for the eyes. The symptoms have resolved an unspecified amount of time later.